Manufacturer narrative:
(B)(4). Regarding the 10/8mm ado: the results of this investigation confirmed the amplatzer duct occluder met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown. Regarding the concomitant product (7f amplatzer torqvue 180 delivery system): the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 7f amplatzer torqvue 180° delivery system (dtv180) was used to deploy a 10/8mm amplatzer duct occluder (ado). The ado was attempted to be retracted, however, the retention skirt could not be withdrawn into the sheath, therefore both the ado and the delivery sheath were carefully withdrawn into the inferior vena cava where a second attempt to withdraw the ado into the dtv180 was unsuccessful. Both the ado and the dtv180 were removed as a unit from the patient with the retention skirt exposed at the tip of the dtv180 sheath and the procedure was aborted due to the extended procedure time and that the ado did not fit the patient's ductus. The patient's defect is scheduled to be percutaneously closed at a later date using another 10/8mm ado.